Manufacturer narrative:
Batch review performed on 30-aug-2022. Lot 2008091: (B)(4) items manufactured and released on 17-nov-2020. Expiration date: 2025-10-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Other devices involved: batch review performed on 30-aug-2022. Gmk-revision 02.07.0210psf tibial insert ps fixed size 2/10mm (k090988) lot 1910538: (B)(4) items manufactured and released on 05-feb-2020. Expiration date: 2025-01-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Gmk-revision 02.07.2203l femur ps cemented size 3 l (k090988) lot 1906861: (B)(4) items manufactured and released on 05-nov-2019. Expiration date: 2024-10-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 2 months after the primary surgery, the patient came in reporting stiffness in the knee due to the presence of scar tissue. The surgeon revised all components and the surgery was completed successfully.